Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed the power entry module was damaged and the cycler could not be powered on. During an internal inspection of the returned cycler there were signs of an internal short found on the baseplate underneath the power entry module. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the baseplate underneath the power entry module. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that they could not turn on their liberty select cycler for peritoneal dialysis (pd) treatment. The patient tried several different outlets, however the cycler would not power on. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that there was an internal short on the baseplate underneath the power entry module.